Event description:
It was reported that the patient presented for revision of the right ventricular lead due to elevated capture threshold, high pacing impedance, and r wave amplitude variation. It was discovered that the lead was dislodged due to twiddlers. The lead was capped and replaced on (B)(6) 2023. The patient was stable.